Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose due to her insulin pump is delivering insulin when it shouldn't be. Customer stated that the insulin pump overdosed, and she has been experiencing low blood glucose for two days. Customer stated that she has bee sick and is taking antibiotics and cough syrup. Nothing further was reported.